Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during the implant of the leadless implantable pulse generator (ipg), it was programmed at max output without any clinical effect. While using the introducer and delivery system to deploy the leadless ipg the patient experienced cardiac perforation. This resulted in cardiac tamponade and pericardial effusion. Pericardiocentesis and pericardial window via thoracotomy were performed. The ipg, delivery system and introducer were removed. The patient then underwent a sternotomy and resuscitation efforts were attempted however the patient died.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.